Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer,death. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, death. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that therapy with the device and verified airflow, using a known good manufacturer's supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Light dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination inside humidifier enclosure and inside water tank. The air outlet port had light dust-like contamination in it. Air inlet had light white dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on the top of the blower box lid and surrounding area and on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had yellowed and had light dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Flip lid seal had unknown dark contamination on it. Tan dust-like contamination, throughout humidifier enclosure, on and under the heater plate and on dry box inlet seal. Ight dust-like contamination inside water tank. Unknown tan dust-like contamination in the iso port (international organization of standardization). The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were three errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. Reporting address line 1, reporting address city, reporting address state, reporting address postal, device avail. For eval?, date returned, device eval. By mfg?, box h: problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.